Event description:
Customer reported unexplained high blood glucose. He has changed sites three times. Customer's blood glucose was 540 mg/dl. He treated with the device. Customer stated it feels like he has high blood glucose. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised call back when he receives tubing clamps to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).